Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that an occlusion alarm occurred. The cartridge was reloaded to resolve the occlusion. There was no reported adverse impact to the customer's blood glucose level.